Manufacturer narrative:
Ous MDR.

Event description:
After an implantation time of 5 months, a premature battery depletion (eos) was reported. The pt is pacer dependant. The ICD was explanted. There were no other adverse pt effects reported. If add'l info becomes available, this event will be updated.